Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4e01450 was manufactured 16/may/2024, in doyen b line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 07/apr/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704769 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the elc #11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e01039, order (B)(4), material 1003412, was manufactured on 12/may/2024 in the elc #11 manufacturing line, with a total of (B)(4) eaches. The complaint investigator performed a batch record review on 07/apr/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e01281, 4e01282 order (B)(4), respectively material 1725587, was manufactured on 05/11/2024 in the roping durahesive mix manufacturing line, with a total of (B)(4) kg, respectively. The complaint investigator performed a batch record review on 07/apr/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #3 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e01280, 4d06004, 3m00273, 4e01286 order (B)(4), respectively material 1738335, was manufactured on 05/09/2024, 05/08/2024, 12/14/2023, 05/12/2024, respectively in the amk mixer large #3 manufacturing line, with a total of (B)(4) kilogram (kg), respectively. The complaint investigator performed a batch record review on 07/apr/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the amk mixer large #2 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e00203, order, (B)(4) material 1738335, was manufactured on 05/10/2024 in the amk mixer large #2 manufacturing line, with a total of (B)(4) kilogram (kg). The complaint investigator performed a batch record review on 07/apr/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 07/apr/2025, complaints investigator ran a query in database in order to verify the complaints reported for the 4e01450 lot for the malfunction ¿ dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect and one additional complaint was identified. Historical nonconformance review: on 07/apr/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive action (CAPA) (s) associated to the malfunction ¿dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate¿ defect for the lot number 4e01450 and as result, no nonconformance / corrective and preventive action (CAPA)(s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis there have only been 2 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. There are photographs associated with this case and in these, the reported defect can be seen. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that the dressing had poor absorption capacity. The dressing was unable to absorb tissue fluid. There was drainage of tissue fluid from the dressing. The product was used on patient, however duration of use was unknown. A photograph depicting the alleged issue and a photograph of the dressing box respectively was received from the complainant.